Event description:
A nurse reports that a lens exchange was performed due to a postoperative visual acuity of 20/200 following initial intraocular lens implant surgery. The replacement lens was the same model and diopter and the patient's visual acuity following the exchange was reported as 20/30. The physician stated that, following the initial implant surgery, the lens appeared to have the diffractive rings on the posterior side of the lens even though the haptic orientation in the eye was correct. Evaluation of the explanted lens verified that the diffractive rings were on the anterior surfacr and the optical resolution was a labeled (21.5 diopter). Additional information has been requested.